Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a left superficial femoral artery (sfa) angioplasty interventional procedure using a small-bore sheath (</=8f). Reportedly, when pushing the needle plunger down, it did not feel like normal and a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, dimensional analysis and functional testing were performed on the returned device. The reported needle to cuff miss was confirmed. The reported plunger that did not feel normal during plunger depression was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a potential product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Fourier transform infrared spectroscopy (ftir) testing result concluded that the unknown material in the posterior needle shank was loctite. Based on the reported information and the observations from the returned analysis, the reported needle to cuff miss was concluded to be related to a potential quality issue due to the observed loctite in the posterior needle shank preventing the posterior needle tip to eject which likely led to the reported plunger depression that did not feel normal and the observed damages to the link and other typical damages seen in a suture retrieval issue. The missing white identifier of the non-rail end of the suture was likely due to circumstances of the procedure. The observed suture cut likely occurred during removal of the device. The subsequent treatment appears to be related to circumstances of the procedure. Further investigation will be performed, and corrective actions will be taken, as required, in accordance with internal operating procedures. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
Analysis of the returned device found that the pre-tied knot of the suture was unraveled, scratched and torn. Unknown material was observed inside the posterior needle shank. No additional information was provided.